Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 560 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Customer reported that the insulin pump was turned off by itself and received power message. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not damaged or corroded. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer = black. Customer returned pump for alleged unexpected battery power loss and blank display (turns back on after hitting it) found on (B)(6) 2022. The pump was received without a battery cap. Installed a test battery cap and the pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was tapped on the test bench several times without it powering off or unexpected power/battery alerts. A review of the downloaded history files shows on (B)(6) 2022 there was a low battery alert (15:25), on (B)(6) 2022 there was a change battery fault (replace battery) alert (00:56), a off no power (replace battery now) alarm (01:27) and two (2) batt out limit (power loss) alarms (01:38). There were no unusual or excessive battery/power related faults noted in the history files. The pump was cut open for a visual inspection. No evidence of physical damage, loose components on the electronic assembly, loose power connectors, or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and stained keypad overlay. Unexpected battery power loss and blank display are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.